Manufacturer narrative:
The reported events of ble connection issues and being unable to find the device were confirmed. Based on the information provide, it was suspected that the ble connection was related to ble range issues seen post-device insertion during an implant. Additionally, during the follow-up, the interrogation failure was due to the user clicking the "interrogation monitors" prior to the ble search resulted the device entering a bad state.

Event description:
It was reported that the implantable cardiac monitor exhibited failure to be interrogated via bluetooth telemetry. No intervention was performed. The condition of the patient is unknown.